Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, auto mode switch episodes as a result of atrial lead noise were observed. The patient is stable and will continue to be monitored.